Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Additionally, it was reported that a cartridge change error occurred. Customer replaced the cartridge to address the issues. Customer¿s blood glucose level was 143 mg/dl.